Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge filed service engineer (fse) evaluated unit and stated that upon inspection, the display functioned and that unit had no blown fuses. The only error codes logged in system was 57. The fse set balloon pump to run at 130 bpm for 30 minutes. No issues were found. The device passed all performance and safety tests according to factory specifications. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported the that during a routine check, the cs300 intra-aortic balloon pump (iabp) had no power to the display and the balloons could not inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had no power and the balloons did not inflate. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.